Manufacturer narrative:
H3. Analysis of the 8782 catheter found a kink in the catheter body. Analysis of the 8784 identified acceptable testing and the catheter was incomplete and returned in segments. No anomalies of the 8784 catheter were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) regarding the patient and healthcare provider information. The cause will be determined once a proper analysis is done. The device was place in the mail on 2023-01-23 however, the tracking number is unknown.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was getting an MRI (magnetic resonance imaging) and noted that the pump was no longer infusing. Technical services reviewed MRI guidelines for inactive pumps. Per the MRI technician, the patient said they are no longer getting any medication. No symptoms/patient complication were reported. Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving fentanyl 2000 mcg/ml at 299.6 mcg/day via an implantable pump. It was reported the patient presented to the clinic on (B)(6) 2022 with inadequate pain relief from the pump. It was reported they had continued to increase the patient's dosing until they were not at the maximum pump medication dosage. A dye study was performed on (B)(6) 2023 and they were unable to aspirate and the patient was scheduled for a catheter revision. When the surgeon opened the spinal incision they noticed a "dynamic kink" at the top of the anchor before the catheter enters the fascia. The surgeon cut the catheter below the anchor and was able to see cerebrospinal fluid (csf) flow. The spinal segment was removed and repaired the csf entry spot with sutures, then placed a new spinal segment. The surgeon placed the new spinal segment at t5. As they did this they decided to bolus from the pump segment to see if drug would flow through and were unable to see drug dripping out of the pump segment. The surgeon then attempted to put a needle in the pump segment and aspirate it with the syringe, and no fluid was coming into the syringe. This led to the pump segment also being replaced. The medication dose was cut from 599.2 mcg/day to 299.6 mcg/day. They did a full system prime with an added 75 mcg therapeutic bolus which the patient tolerated well. At the time of this report the issue had been resolved and the patient's status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), product type: catheter. Product ID: 8784, serial#: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 10-mar-2023, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 13-sep-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated at last refill the aspirated volume exceeded 25% of what was expected. In addition to fentanyl, the patient was also receiving bupivacaine (20 mg/ml at 5.992 mg/day) and hydromorphone (9 mg/ml at 2.6963 mg/day) via implantable pump.

Event description:
Additional information was received from a healthcare provider (hpc) via a company representative (rep) and it was reported regarding the last refill where the aspirated volume exceeded 25% of what was expected, this occurred at the refill on (B)(6) 2022. The expected volume was 9.6 mls and the actual was 24 mls.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.